Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment rendered for the event was not reported. Hospitalization was ongoing and the patient was recovering from the event. Extraneal, nutrineal, and physioneal therapies were ongoing. No additional information is available.